Event description:
It was reported that the device "was not working properly" and the lead was "out." It was later reported that an x-ray was performed and the lead might have been "built up with fluid and maybe needs to be cleaned." It was noted that after the implant surgery, "everything was fine for 5 or 6 years and then the device was not working as well." It was stated that the lead that was "out" was turned off and the other lead was working for the lower half of the patient's "foot or leg." No further information was provided. Additional information was requested and if received, a supplemental report will be sent.

Event description:
Follow up information received reported that the one of the leads of the implantable neurostimulator (ins) system had out of range impedances consistent with an open circuit. The patient was scheduled to have the lead replaced on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 377760, lot# v002822, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v002822, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).